Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during transport, the cs300 intra-aortic balloon pump (iabp) fell on the floor, units monitor started flickering until it went completely black.

Event description:
It was reported that during use while in transport, the cs300 intra-aortic balloon pump (iabp) fell on the floor, units monitor started flickering until it went completely black. There was no patient harm reported.

Manufacturer narrative:
Event site postal code:(B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced dsply controller pcb, color video receiver pcb and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.